Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination. DHR review not able to be done as there was no part/lot # provided.

Event description:
It was reported that pen is not working and misfiring with an unspecified pen needle. The following information was provided by the initial reporter: pen device not working. Dose was not given. Then when testing the device after the misfire, 2 of the 3 times it was tested it didn't work.